Event description:
After using wand for about 5-10 mins unit began to alarm and then shut itself down. Upon examination of wand and cord found the contacts were burned at the wand-cord connector. Replaced cord and wand and continued to use without further problem. The wand and cord were preassembled prior to case and there was no water noted in the connector between wand and cord.